Event description:
The reporter did meter to lab comparison tests, an hour apart. Reporter's meter reading was 66 mg/dl, and the lab test result was 208 mg/dl. Reporter did not have any symptoms. Control solution testing was not done due to unavailability of supplies. The reporter checks test strip confirmation dot for enough blood, and described an accurate testing technique. No harm was alleged.